Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scratch on ccd (charge coupled device) lens and the coupler has rust on it. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had unstable image, presence of interference, loss of image and presence of line on screen. The issue was found during preparation for use and there were no reports of patient harm.

Event description:
It was reported that the camera head had unstable image, presence of interference, loss of image and presence of line on screen. The issue was found during preparation for use and there were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.